Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of bolus stopped alarm, frozen screen and button error from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer received a message that the "bolus stopped" and an alarm kept going on and off. The customer stated the alarm occurred after the buttons stopped responding. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a button error alarm and no esc button response due to a corroded keypad trace. No frozen screen was noted during testing. Unable to verify the bolus stopped alarm, icon anomaly, circle indicator anomaly, back light anomaly, time stuck clock anomaly or conduct function testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart, or operating current measurements due to the unresponsive esc button. The pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a missing end cap sticker.